Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the server inventory data was not updated between the cii safe and the medstation. A technical support specialist dialed in to the device, logged in as pyxis support and performed a database backup, deleted the corresponding tbl location inventory records, restarted the device and resent the spi from the es server. The tss confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the cii safe was not properly receiving inventory data from cf5e for controlled substances. The medications had been unloaded and reloaded into the medstation; however, the inventory numbers in the safe did not match the values on the server or the physical counts in the station. The customer confirmed that this issue was resulting in medications not being refilled in a timely manner and that at least half of the medications on the list had inaccurate max/min/current quantities. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.